Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that during an arthroscopic ankle procedure, the tip of the super multivac wand fell off. A part of the piece that fell off was removed from the patient with tweezers, and another part was not found due to high temperature ablation. No foreign body was found inside the patient after performing a digital x-ray. The procedure was completed with non-significant delay using a different s+n device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states this case reports, ¿tip of the super multivac wand fell off¿ and ¿was removed with tweezers,¿ however, it was further communicated, ¿another part was not found due to high temperature ablation.¿ per case details, a digital x-ray was reportedly used to confirm no piece remained in the patient (¿no obvious foreign body was found after dr.¿). A copy of the performed digital x-ray was not provided for review. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported cannot be determined. Consequently, we are unable to make any conclusions on the impact of the possibly retained non-implantable foreign body. If a portion of the wand, was retained inside of the patient¿s body, the potential for micro-motion and/or migration, and local skin irritation/discomfort cannot be rule out. However, ¿no obvious foreign body was found¿ inside the patient after performing a digital x-ray. No patient injury has been alleged. The procedure was completed with non-significant delay using a different smith and nephew device. Therefore, no further clinical/medical assessment is warranted. An analysis of the customer provide image shows a wand with the electrode detached. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in h6 (health effect - impact code).